Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that a patient experienced a corneal burn during a right eye cataract extraction procedure with intraocular lens implant . The corneal burn occurred during the phacoemulsification portion of the procedure. Tests were validated. A white liquid was expulsed. The handpiece was exchanged. The system did not display an error message. The procedure was completed with placement of corneal suture. The patient returned four days post operatively for a unspecified procedure. Additional information has been requested and not received.

Manufacturer narrative:
This is a (B)(6) year old female patient who was scheduled for cataract extraction with intraocular lens implant (iol) surgery on the right eye (od). The event occurred on the (B)(6) 2017. The customer reports that while an incision was already made, a corneal burn during the phaco sequence. This is when a ¿white liquid¿ was seen coming from the incision. Four sutures were then placed to seal the wound. The surgeon assesses that the device contributed to the reported event. There were no samples saved for evaluation. However, the questionnaire returned, states that the ¿device was stored in a climate controlled area.¿ operative data: states the incision size was listed at 2.4 millimeters (mm), the phaco tip was positioned bevel up, and there was no two handed technique used. Sterilization information was listed as: autoclave, tips and sleeves removed before sterilizing. The device was used after being reprocessed and no other similar issues. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on (B)(6) 2013. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).